Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via clinical study regarding a patient receiving intrathecal morphine 10.0 mg/ml at 0.949 mg/day and bupivacaine 4.2 mg/ml at 0.3987 mg/day. The indication for use was spinal pain. It was reported that on (B)(6) 2016, the patient¿s pump was changed due to longevity. On (B)(6) 2016, an unscheduled clinic or office visit occurred. The patient returned with increased pain since their last visit. They denied any new injuries. The patient had diarrhea for 2.5 weeks and worsening pain for 10 days. They denied nausea or vomiting. Examination determined the pump was flipped/inverted. A catheter access port (cap) contrast study was performed, and results were normal. The patient later reported having ¿so much movement in her pump for a couple of months¿ (from (B)(6) 2017). It had been stinging in the pump pocket area for ¿three weeks to maybe a month¿ (from (B)(6) 2017), and the patient wanted to know what may be a factor causing it. The patient felt it was probably related to the pump movement. The hcp cancelled the patient¿s repositioning surgery and scheduled the patient for surgery revision on (B)(6) 2017. The event was ongoing. The event was noted to be possibly related to the device or therapy and unlikely related to the implant procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated an intervention of (B)(6) 2016 included a repositioning of the pump further specified as the investigator non-surgically flipped the pump back into position. The patient was given an abdominal binder to keep the pump in place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 18-jul-2017 indicating the outcome was indicated as 'resolved without sequelae' as of (B)(6)2016. No further complications were reported/anticipated.